Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to mishandling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
There were few additional findings upon device evaluation. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Adhesive on bending section cover was detached, cracked and chipped. Due to wear of forceps elevator lever, up/down knob could not be locked securely. Paint on air/water-cylinder was peeled. Objective lens had a scratch and crack. Connecting tube and acoustic lens had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The loaner evis lucera ultrasound gastrovideoscope was returned by the customer. Upon receipt inspection of the device, it was noted that adhesive of the distal end was peeled. Upon further evaluation at the repair center, detachment of the tip fixation screw adhesive was confirmed. This report is being submitted to capture the reportable malfunction found during evaluation. There was no complaint from the customer and no patient involvement.